Event description:
The tip of the tube was left in situ after being pulled out by the pt. The pt pulled out the feeding tube. On insertion of new feeding tube, confirmation x-ray indicated 2x tips in situ. The feeding tube that was pulled out by the pt was examined and found to have the tip missing. It was not stated how long the first tube was in situ before being pulled out by the pt.

Manufacturer narrative:
No conclusion can be drawn due to the sample not being returned for investigation. Without a sample we cannot determine if the device contributed to the incident. It is unknown, based on the description provided, which portion of the tube was found missing; therefore, without the sample it is unknown if the tube broke, if the bolus tip became detached or broke or if the weighted tip became detached or broke. A confirmed lot number was also not reported so no retention samples could be evaluated.